Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous glucose, total protein, and alkaline phosphatase results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported the cartridge chemistries (cc) sample probe was clogged with gel. Bec field service engineer (fse) replaced the cc sample probe, the syringe plungers, and defective cuvettes. The fse installed missing o-ring in the cc sample probe and performed alignments. The fse performed calibration and a precision run. The results met specification.